Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.